Event description:
Medtronic received a report that a marathon catheter was kinked in the middle section and a guidewire had resistance in the distal section of the apollo catheter. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 10 mm. It was reported that during intracranial avm embolization, the micro-guidewire was used to guide the marathon to go upper, and the proximal micro-catheter was found to be kinked. The surgeon said that the product quality was questionable. The apollo micro-catheter was used instead, and the surgeon said that the 0.010 guidewire had great resistance during the push process and could not be raised. The micro-guidewire moved far but the apollo micro-catheter could not follow up, and the resistance was extremely great. The surgeon said that the product quality was questionable, and neither marathon nor apollo was charged. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that a continuous saline flush was administered and maintained as indicated in the IFU. The guidewire tip was shaped. There was no kink damaged found on the guidewire. The guidewire was not a medtronic product.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210) drawing(s) referenced: dwgs105-5096-000 rev. Af .as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened apollo inner pouch (b700677), and a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was returned. No damages were found with the detached tip. Testing/analysis: the apollo catheter was flushed; water exited the distal tip. The ldpe overlap was measured to be 0.85mm, which is within not specification (1.0-2.5mm). An in-house tapered mandrel was inserted through the apollo catheter without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.